Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. After troubleshooting another issue the fse found that controls for rbc were failing. The fse found that the rbc bath was faulty. The fse replaced the rbc bath, which repaired the failing rbc controls. The repairs were verified by the fse. (B)(4).

Event description:
The field service engineer (fse) reported the coulter act diff 2 analyzer was failing red blood cell (rbc) parameters for controls. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that controls for rbc were failing and the instrument was generating h&h mismatch for patient samples. The fse found that the rbc bath was faulty. The fse replaced the rbc bath, which repaired the failing rbc controls and the h&h mismatch. The repairs were verified by the fse. The narrative was updated to include the h&h mismatch for patient samples. The attachment of the patient samples were also added.

Event description:
The customer reported the coulter act diff 2 analyzer was recovering hemoglobin and hematocrit (h&h) mismatch for nine patient samples during six different day sent days. Only part of the results were submitted for each patient. The erroneous results were not reported outside of the laboratory.